Manufacturer narrative:
During quality testing, the customer's complaint was confirmed. Upon further investigation a broken balance rotor was identified as the primary cause of failure. The device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was called in for repair due to overheating during a tooth extraction. The procedure was completed with another device, no adverse event was reported.